Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the bronchovideoscope image was going in and out during angulation. The issue occurred during a therapeutic procedure that was completed using a similar device. There were no reports of patient harm.